Manufacturer narrative:
One unit of turnpike spiral was returned for investigation and a manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The distal tip of the turnpike spiral was severely damaged, twisted, and fatigued. Due to the tip being chewed up badly, it is unlikely that there is anything missing from the catheter however, it is difficult to determine as tiny slivers of the tip material could have been detached. The damages noted on the tip is likely to have occurred during use in procedure. Per IFU states the following warning and precaution, · never advance, withdraw, or rotate an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the catheter or guidewire against resistance may result in separation of the catheter or guidewire tip, other device damage, or vessel injury. · exercise care in handling the catheter during a procedure to reduce the possibility of accidental breakage, bending, or kinking additional information on the procedure was requested from the account. No response was received. The advancement issue of the turnpike spiral is likely due to the damages noted on the tip. Based on the information and returned product evaluation, the most likely root cause of the issue is operational context and/or unintended use error

Event description:
As reported: physician found that the product failed to advance the lesion and closed the procedure using other's product. Sample was returned for investigation, and during investigation on (B)(6) 2021 it was found that the tip was severely damaged, and little slivers of the tip were missing. The tip was still attached.